Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caregiver reported that the sensor's low glucose alarm failed to trigger and as a result, the customer experienced symptoms of sweating, seizure, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon injection as a treatment and the customer was then taken to the hospital to monitor their blood glucose. No further information was provided. There was no report of death or permanent injury associated with this event.